Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: evaluation revealed that the keypad was intact; no damage was visible. The keypad button symbols were worn. During testing, the contrast button was intermittently unresponsive. The up arrow, down arrow and ok buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the down arrow and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the down arrow and contrast button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.